Event description:
It was reported that bd alaris smartsite low sorbing set was leaking the following information was received by the initial reporter with the following . Issue: rn reported drug leaking from the back side of the filter/tubing (see photo).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a leak. One photo was taken by the customer that shows the location of the leakage but does not confirm the leak itself. No further investigation can be conducted because a sample was not returned for investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013902 lot number 24049272 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.